Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 18-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-24, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (concentration; 2000 mcg, dose; 990 mcg) via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient's pump was found the catheter was malpositioned by x-ray. The tip was at l3. A dye study was performed. The hcp could not aspirate cerebrospinal fluid (csf) through but was able to "push dye in". There were no known environmental, external, or patient factors that may have led or contributed to the issue. The catheter was revised at the time of pump replacement. The issue was resolved at the time of this report. The patient's status was alive - no injury. On 2019-oct-28, additional information was received from the manufacturer representative (rep) and confirmed with the physician. Clarification regarding if the catheter was malpositioned at initial implant or if it moved there was requested and reported as unknown. The cause of the malpositioning of the catheter was unknown. The reason for the pump replacement was normal eri. The pump replacement occurred on (B)(6) 2019. It was unknown if the patient experienced any symptoms related to the catheter issue.